Event description:
It was reported that during initial implant when implanting the left ventricular (lv) lead it was noted that there was dissection of the vessel. The lv lead was not used and the physician elected to complete the procedure without a replacement. The patient condition was stable.

Manufacturer narrative:
The lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Measurements were within specification.